Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6) . As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. The patient presented with a mild degree of vessel calcification and tortuosity. During insertion of the valve and delivery system through the esheath, significant resistance was noted. Angiography of the vessel from the contralateral side confirmed no vascular injury, but that the sheath had split and valve was poking out the side. The entire system was removed together percutaneously. No cutdown was needed and nor did an injury occur. A new system was used and the 29mm s3 valve was deployed successfully.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of inability to advance the delivery system through sheath and esheath liner punctured were confirmed through review of the returned imagery. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. Reviews of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. For the complaint of inability to advance the delivery system through sheath, per the complaint description, ''patient presented mild degree of vessel calcification and tortuosity. During insertion of the valve & ds through esheath, significant resistance was noted, and under fluoro it was suspected the esheath had split''. In addition, the event description mentions, ''as per medical opinion, the root cause of the event might be related to right access angle and spot to hang up and esheath split.'' Per follow-up for further clarification, "root cause of the event is potentially related to the angle of insertion." Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system. Steep insertion angle can also result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (angle of insertion) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. For the complaint of liner punctured, per the complaint description, it was reported that calcification and tortuosity were present in the vessel. Per follow-up information, "root cause of the event is potentially related to the angle of insertion." Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement of the delivery system. Vessel tortuosity can create suboptimal angles during delivery system advancement through the sheath where the delivery system and crimped valve can potentially catch on to liner of the sheath and tear it upon advancement. Similarly, a steep insertion angle can also lead to the delivery system and valve to catch on to the liner and tear it through non-coaxial alignment. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (angle of insertion) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.